Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: a photo was received from the customer for investigation. In the photo the tubing can be seen with liquid and some air bubbles inside the tubing. Because there was no sample, the complaint of back flow could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood was backing up in primary tubing sets. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that blood began backing up in the uvc line using the b1729 micron filter connected to a bd alaris IV infusion set. The second event ((B)(4)) involved blood backing up in the uvc line using the b1729 micron filter connected to a bd alaris IV infusion set. The bd IV pump was used to infuse fluids at a rate of 7.3 during a total parenteral nutrition (tpn) procedure. Rn noted the presence of blood in the line and called the physician. Health care providers noted that fluid started to flow normally on the IV set when the filter was held in a vertical position (up higher in the air). Blood started backing up in the line immediately after the filter was lowered back down despite using a 7.3 pup rate. A large amount of backed up air was noted on the filter as well. The filter is being used as a substitute product to a shortage of he regular product due to covid-19.